Event description:
(B) (4) clinical study. Same case as: 2134265-2010-01985. It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced myocardial infarction. The 75% stenosed de novo target lesion located in the proximal right coronary artery (rca) was 40.0mm long with a reference vessel diameter 3.50mm. Predilation was performed using a 3.5x15mm balloon. The physician implanted two 3.50x20mm taxus liberte stents in the lesion. Post-dilation and post-ivus (intravascular ultrasound) was performed. It was noted that the stents expanded well with no gaps between them. Residual stenosis was 0% with timi flow 3. In (B) (6) 2009, the patient experienced myocardial infraction and electrocardiogram alteration. A target vessel re-intervention was performed in the distal rca. The 100% stenosed target lesion being treated was 28.0mm long with a reference vessel diameter 3.50mm. The physician implanted an unknown taxus liberte stent. Residual stenosis was 0%. Six-month follow-up was performed and no anginal symptom was noted. Patient condition listed as ¿good.¿

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).